Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date in the same month as the onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis, treatment for the event, and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.